Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the rear membranes were incorrectly positioned, causing a leak and subsequent failure of cassette. The surgery details and patient impact details were unknown. Additional information requested and received that the event occurred during the calibration step of cataract and vitrectomy combination surgery. The surgery was completed on same day by replacing the pak. There was no patient impact.